Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative (rep) got two alerts after interrogating the implantable neurostimulator (ins). One alert date/time off, which was resolved by updating the date and time within the tablet. The other was an out of regulation (oor), settings not available. They performed electrode impedance c0 = 862 ohms and c1 = 850 ohms. The therapy impedance did not show a value after running test twice. In attempt to figure out the oor, they indicated the programming screen showed the active electrodes shaded in orange, which they indicated the only time they have seen this was when the ins was programmed constant current (cc). At this time, verified the amplitude was voltage and settings indicated voltage as well. They reprogrammed the electrodes and this resolved the orange halo to a normal blue/green halo. They re-interrogated the ins and changing date and time. The issue seemed to resolve and able to run a therapy measurement with impedance 576 ohms and 2.5 ua current. Technical services had an issue with the patient's current battery voltage noted as 2.89. The patient is programmed to 1.5v, 90pw, and 130 rate, implant date (B)(6) 2019. Longevity was performed and the patient should have approximately 6 years with current settings. The patient was getting good tremor relief at the end of the call. No patient symptoms were reported. Troubleshooting resolved the issue. Additional information was received from a manufacturer representative (rep) on 2020-jun-23 reporting the cause of the oor was not determined unless there is a problem with the device not being updated with the same time as the implant. Additional information received from the manufacturer representative (rep) on 2020-jun-24 reported the cause of the therapy impedance not showing a value after running the test was thought to be because the implant didn¿t move forward with daylight savings time. No patient symptoms or further complications were anticipated.